Manufacturer narrative:
Not returned.

Event description:
Stryker received a report that a patient had been diagnosed with post arthroscopic glenohumeral chondrylosis. There is no documentation to confirm use of a stryker pain pump.